Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by the failure of the qb board, which is the video control board, and the g2 board due to aging, because 5 years and 7 months have passed since the device was manufactured. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to omsi for evaluation. Omsi inspected the device and confirmed the following; fan error occurred due to the fan failure. The temperature was not displayed on the monitor due to a failure of the temperature sensor. One screw hole was broken and the bezel plate needs to be replaced. The lock on the rear cover was broken. The connector cable on the board inside the device was deformed. There were small scratches on the monitor screen and power led. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device didn¿t turn on. There was no report of patient injury associated with the event. Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that the monitor screen did not appear due to a failure of the printed circuit board. In addition, the device did not start up and the endoscopic image was not displayed, due to the failure of the video control board.